Event description:
On (B)(6) 2013, the patient contacted animas alleged the following:the pump¿s display screen is very dim and he has to be in an extremely dark environment to read it. He only uses the pump for his basal and boluses from a syringe, and is reporting low bg levels, especially in the middle of the night, as low as 20mg/dl, with no symptoms. Most extreme lows happened while he was sleep and upon awaking he would immediately correct. He contacted health care provider (hcp), who advised him not to bolus from the pump because of the dim screen, as he maybe entering in the wrong units. Patient reports he can read the screen on a dark environment and would only bolus when screen was visible. Increasing contrast to the highest setting did not resolve the issue. Patient is continuing on pump for basal, using syringes for bolusing until a replacement pump arrives. This complaint is being reported because a patient on pump therapy experienced hypoglycemia allegedly related to a dim display screen.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/07/2014 with the following findings: during investigation, a review of the pump history showed the last basal delivery was recorded on (B)(6) 2013. The date (B)(6) 2013 was recorded double in total daily dose due to the time/date being set incorrectly. The total daily dose correctly reflected the user¿s programmed basal target. A three hour delivery interruption was observed on (B)(6) 2013 due an acknowledged loss of prime warning. The pump powered on properly and displayed the verify screen. Evaluation revealed that the display was dim and discolored. The pump passed ¿ez-prime¿ steps successfully. The pump was exercised for 24 hours and no delivery interruption occurred during the duration test. An insulin delivery accuracy test was performed successfully and the pump was found to be delivering appropriately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.